Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to stroke on (B)(6) 2019. The customer¿s blood glucose was unknown at the time of time of incident. The customer stated that her stroke was diabetes related due to stress from the guardian connect system. Blood glucose value from reported event was 148 mg/dl. Sensor glucose value from reported event was 39 mg/dl. Sensor glucose and blood glucose difference was 109. Sensor glucose and blood glucose difference is not within target range of glucose difference. Customer reported difference was occurring with the current sensor. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.